Event description:
It was reported that the patient' right ventricular lead exhibited noise oversensing. The patient was symptomatic of infection and fever. No interventions were performed. The patient's condition was unknown.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5152576.